Manufacturer narrative:
This issue "mv images have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since march of 2009. Considered by varian as not to be a significant safety risk, a workaround was identified for this issue, such that the customer should close the pt instead of pressing 'save image'. When pt is closed, image records are saved prior to the image save and therefore, the image dameon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions <8.6.17. As a result of this most recent complaint rec'd on 02/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending information were considered and evaluated. As a result of this rha, varian determined on 03/22/2011, that this malfunction, should it recur, could potentially result in serious harm, and has issued a CAPA to further address this issue for customers with versions <8.6.17. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No additional f/u to this MDR is expected.

Event description:
Customer reports: images acquired on (B)(6) 2009. No treatment (B)(6) 2009 - images acquired and pt treated. All images are saving back to olr with wrong time stamp. Rtc history shows 2 images taken on (B)(6). There were also 2 images acquired on (B)(6). Olr - shows images saved back on the (B)(6) 2009 session even though additional images acquired on the (B)(6) 2009 with treatment. There was no serious injury reported as a result of this event.